Event description:
The complainant provided additional information to the following questions. 1. We wanted to know what is the cause of death? 2. Do you happen to know if the pump is available for return for investigation? 3. If yes, do you need a return kit? "Multiple causes unfortunately. Pericardial effusion, dka, ventricular rupture. Family withdrew care after second time coding. The catheter is not available unfortunately. It was left in place as per request of the m.e. Thank you for your attention in this matter."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical codes were updated/corrected and repopulated accordingly. B1 corrected.

Manufacturer narrative:
H6 medical device problem code a140508 was inadvertently omitted on the initial manufacturer device report.

Event description:
It was reported that a patient implanted with an impella cp experienced kinking of the cannula which was identified using fluoroscopy. The pump was repositioned to resolve the kink. The patient expired on impella support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: papillary muscle rupture, pericardial effusion: the cause of the papillary muscle rupture and pericardial effusion was not determined due to insufficient clinical details. Pd-cannula assembly- (twist, bent, kinked): the cause of product damage was most likely patient condition related since the patient had quite short ascending aorta. Low pump flow: the cause of the low pump was undetermined since insufficient clinical details were provided.